Event description:
Post angiogram of the deployment of the zenith device noted a distal type I endoleak on the ipsilateral side resulting from the stent not apposing the vessel wall. The iliac artery had grown over time and was larger than the diameter of the iliac leg graft. The pt's right hypogastric was embolized and another iliac leg graft was deployed inside the initial ipsilateral iliac leg graft, landing in the right external iliac artery. Post angiogram noted an exclusion of the aneurysm.